Manufacturer narrative:
Caragounis, e., olsen, m.f., pazooki, d., & granhed, h. (2016) surgical treatment of multiple rib fractures and flail chest in trauma: a one-year follow-up study 11(27):1-7. This report is for an unknown matrix rib fixation system (unknown quantity/unknown lot). (Other number) UDI: unknown part number, UDI is unavailable. The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article: caragounis, e., olsen, m.f., pazooki, d., & granhed, h. (2016) surgical treatment of multiple rib fractures and flail chest in trauma: a one-year follow-up study 11(27):1-7. A one-year follow-up study was done on patients who had multiple rib fractures and flail chest repaired with the matrix rib fixation system (depuy synthes). Fifty-four patients were selected for the study, however 5 patients were lost during follow-up. Forty men and fourteen women aged 20-86 years were included in study. One patient experienced a loose intramedullary splint that was identified by x-ray 6 months postoperatively. The patient did no require additional surgery. Three patients died within one year of the surgery. The first patient due to cardiac arrest, the second patient due to complication of chronic obstructive pulmonary disease (copd), and the third patient due to osteomyelitis in the tenth thoracic vertebra. This report is for 2 of 2 for (B)(4). This report is for an unknown maxtrix rib fixation system and refers to the reportable malfunction of 1 unknown patient who experienced a loose intramedullary splint that did not require additional surgery.